Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury based on the pt requiring prescriptive medication as ordered by physician. No add'l pt/event details have been provided to date. Should add'l info become available, a follow-up report will be submitted. Reported to the FDA on (B)(4) 2014. (B)(4). Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures.

Event description:
It is reported that the pt felt pain, at ankle, for 2 hours upon applying saf-gel.